Event description:
The manufacturer rec'd info alleging half of the ventilator's lcd display screen was blank. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd display screen will be replaced to address the issue. Device has been evaluated, but not yet repaired.